Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the sensor readings were different from the customer's blood glucose. The customer stated the sensor said 56 mg/dl, triggering his insulin pump to threshold suspend, and his blood glucose was 121 mg/dl. Customer was advised the sensor would be replaced.